Event description:
The user facility reported that on (B)(6), after the percutaneous peripheral intervention (ppi) in the patient with leriche syndrome, the angio-seal device was used to close the puncture site in the right common femoral artery and hemostasis was achieved successfully. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no blood loss. There were no other devices or equipment used with the reported product. On (B)(6), the patient complained of a bad leg condition. A pulse examination revealed that the pulse in the leg was unable to be felt. On (B)(6), angiography revealed that there was collagen deposition in the artery in the area where the angio-seal device was used, and that the artery was occluded. As the patient had leriche syndrome, collaterals had developed. Upon confirming that blood was flowing peripherally through the collateral pathways, it was determined that no additional treatment was required. On (B)(6), the patient was discharged from hospital. The patient has sequalae and will be followed up.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: unknown if the device was explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been patient activity or over tamping resulting in an issue with closure postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).